Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit infuses 22% more than what it is programmed for (using water), no patient harm or change in therapy. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that the unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports the unit infuses 22% more than what it is programed for (using water). No patient harm or change in therapy.